Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7078937.

Event description:
It was reported that the patients' leads of the spinal cord stimulator (scs) system migrated, which was confirmed with imaging, and experienced inadequate stimulation causing their preexisting pain to return. They underwent a revision procedure to reposition the devices. One of the leads was repositioned and remains implanted but it was noted during the procedure that the second lead was fractured at the proximal end and had to be replaced with a new lead. The patient is doing well post operatively.

Event description:
It was reported that the patients' leads of the spinal cord stimulator (scs) system migrated, which was confirmed with imaging, and experienced inadequate stimulation causing their preexisting pain to return. They underwent a revision procedure to reposition the devices. One of the leads was repositioned and remains implanted but it was noted during the procedure that the second lead was fractured at the proximal end and had to be replaced with a new lead. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: (B)(4). Model: sc-2352-70. Serial: (B)(6) . Batch: (B)(6) . Lead sc-2352-70; (B)(6) was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Lead sc-2352-70, (B)(6) remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. System failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and temporary pain at the implant site. Based on all available information, engineers are able to confirm the root cause of the event. One of the leads was returned and analyzed, as such physical analysis was conducted, however the second lead remains implanted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of device.